Manufacturer narrative:
Retention product from the reported lot number is no longer available for investigation, as the lot expired prior to the aware date of this complaint. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. The case details were reviewed along with the complaint history on this lot for the reported issue and no indications of a systemic issue were identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer received a false positive cocaine (coc) result when testing on the surestep multi-drug one step multi-line screen test panel. Lab confirmation was performed on an unspecified date. Further information was requested, but no further information was available.